Event description:
It was reported that a malfunction occurred with the customer's pump, identified by the malfunction code malf 0. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information on how to reset the pump, and after resetting, the malfunction did not recur. The customer was able to continue using the pump and was advised to contact support again if any issues arose.